Manufacturer narrative:
The explanted lal was not kept by the site. Further evaluation of the lens is not possible. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
The site reported that during the initial delivery of a light adjustable lens (lal, sn (B)(6)) a capsular bag tear was observed. The surgeon removed the initial lal and successfully placed another lal into the sulcus. Rxsight's first awareness of this event was on (B)(6) 2023.